Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n (B)(6) but were getting a low flow alert 02) and patient line open alert 01). They disconnected and reconnected the pads, and made sure the lines were straight, and tried to fill the reservoir, but the flow rate was still low. Flow rate was 0lpm, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100%, pump hours were 1209, system hours 1276.3. Also, the reservoir level showed 3/4 full, but when they tried to fill the reservoir, it did not take up any water. Had nurse stop therapy and disconnect pads. Started manual mode. 1.8lpm, -7.0psi, 70%. Connected pads one at a time. Right chest 0.9lpm, -7.2psi, 46%. Right thigh 1.4lpm, -7.2psi, 59%. Left chest 2.2lpm, -7.2psi, 77%. Left thigh 2.7lpm, -7.2psi, 94%. Disabled manual mode and started therapy, 2.4lpm. The pads were still connected when they were trying to fill the reservoir. Suggested removing the pads next time and see if they were able to fill. The device will give an alert if the water reservoir level was low and water needs to be added. Nurse stated they just called to troubleshoot low flow and were able to get therapy working. They had the device plugged into the bed outlet and it lost power. They moved the device to a wall outlet and now they were getting the low flow alarms again. Tried disconnecting and reconnecting the pads. They tried placing the device in manual control and connecting one pad at a time. The flow rate was still 0.1 l/min. Confirmed all of the tubing was straight, there were no kinks anywhere when they moved the device. Explained they can try going through these troubleshooting steps again. The circulation pump was working harder, and it may be causing the low flow. Nurse stated since they had already tried all of the troubleshooting, they would discuss with the team what to do next, they do not have another device to swap to. Informed nurse to send this one to biomed for evaluation. Informed nurse if they device they would like to try troubleshooting one more time, they can call back. Per follow up information received via phone on (B)(6) 2025, spoke with nurse who confirmed they swapped both device and pads because the original pads continued to prime and drop to zero on the new device. They were unsure of the location of the pads or if they were kept. The new device and pads seemed to work fine and therapy completed.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device sn (B)(6) but were getting a low flow alert, alert02) and patient line open alert, alert01). They disconnected and reconnected the pads, and made sure the lines were straight, and tried to fill the reservoir, but the flow rate was still low. Flow rate was 0lpm, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percent, pump hours were 1209, system hours 1276.3. Also, the reservoir level showed 3 out of 4 full, but when they tried to fill the reservoir, it did not take up any water. Had nurse stop therapy and disconnect pads. Started manual mode. 1.8lpm, -7.0psi, 70 percent. Connected pads one at a time. Right chest 0.9lpm, -7.2psi, 46 percent. Right thigh 1.4lpm, -7.2psi, 59 percent. Left chest 2.2lpm, to -7.2psi, 7 percent. Left thigh 2.7lpm, -7.2psi, 94 percent. Disabled manual mode and started therapy, 2.4lpm. The pads were still connected when they were trying to fill the reservoir. Suggested removing the pads next time and see if they were able to fill. The device will give an alert if the water reservoir level was low and water needs to be added. Nurse stated they just called to troubleshoot low flow and were able to get therapy working. They had the device plugged into the bed outlet and it lost power. They moved the device to a wall outlet and now they were getting the low flow alarms again. Tried disconnecting and reconnecting the pads. They tried placing the device in manual control and connecting one pad at a time. The flow rate was still 0.1 l per min. Confirmed all the tubing was straight, there were no kinks anywhere when they moved the device. Explained they can try going through these troubleshooting steps again. The circulation pump was working harder, and it may be causing the low flow. Nurse stated since they had already tried all the troubleshooting, they would discuss with the team what to do next, they do not have another device to swap to. Informed nurse to send this one to biomed for evaluation. Informed nurse if they device they would like to try troubleshooting one more time, they can call back. Per follow up information received via phone on 17nov2025, spoke with nurse who confirmed they swapped both device and pads because the original pads continued to prime and drop to zero on the new device. They were unsure of the location of the pads or if they were kept. The new device and pads seemed to work fine and therapy completed.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported event was confirmed use related issue as with reconnecting the pads, water flow rate was stabilized and able to get therapy working. Sample was not available for evaluation. The product catalog number for this device is unknown. The reported event is addressed within the labeling as it states: directions for use: select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). The root cause identified is "misconnection of supply and return lines". A device history record review was not required because the investigation was confirmed as use related. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.